Manufacturer narrative:
Medwatch sent to FDA on 5/11/2016.

Event description:
Additional information. Patient was injected with juvéderm® voluma® xc and emerval classic the same day. After injection, the patient was given ice as needed. Symptoms first appeared about a month after injection and patient was given a prescription for keflex. The patient was reviewed a month later and was treated with hyalase and valtrex. Symptoms resolved about 2 months later. The event was not considered a serious injury and the treatment provided was not given to prevent a serious injury.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® voluma® in the marionette lines. Two months later, the patient developed "swelling in the marionette area which progressed to red, hard lumps which were drawn down by gravity to the pre-jowl." The patient also has swelling near the nasolabial folds. Patient was given keflex and treated with hyalase. The nurse thinks it might be a cold sore reaction and the patient has a history of cold sores from eating peanuts. Symptoms are ongoing. Additional information. Patient was injected with juvéderm® voluma® xc and emerval classic the same day. After injection, the patient was given ice as needed. Symptoms first appeared about a month after injection and patient was given a prescription for keflex. The patient was reviewed a month later and was treated with hyalase and valtrex. Symptoms resolved about 2 months later. The event was not considered a serious injury and the treatment provided was not given to prevent a serious injury.

Manufacturer narrative:
Medwatch sent to FDA 9/24/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and red hard lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) ¿ inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. ¿ indurations or nodules at the injection site"

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm® voluma® in the marionette lines. Two months later, the patient developed "swelling in the marionette area which progressed to red, hard lumps which were drawn down by gravity to the pre-jowl." The patient also has swelling near the nasolabial folds. Patient was given keflex and treated with hyalase. The nurse thinks it might be a cold sore reaction and the patient has a history of cold sores from eating peanuts. Symptoms are ongoing.